Manufacturer narrative:
It was noted that the device is not available for evaluation. If additional information is received, it will be provided in a supplemental report upon completion of the investigation.

Event description:
As reported through medwatch mw 5079169 "knee replacement component patella broke, 5 days later re-did surgery again with stryker".